Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer changed all supplies and administered a bolus via the pump to address the elevated bg. The customer resolved the occlusion events by changing the infusion set and cartridge and resumed insulin.